Manufacturer narrative:
Correction to typographical error (found jan 15, 2015) the list number (ln) for the architect arm is 08c95-90. This ln was incorrectly identified as 08d95-90 in the first submission. This typo did not impact the results of any searches or the work done to the instrument or the product evaluation conclusions.

Event description:
The technical support service technician experienced an electric shock while servicing the architect i2000sr analyzer. While servicing the architect analyzer, the motor stalled. The technician opened the board/cable area, when she opened it, the area was 100% dry, clean with no buffer salt. She opened it as it was thought that the motor stall was from overheating due to multiple attempts at getting arm to run. A esd mat was not in use during troubleshooting. She is 100% sure that power switch (located above power cable into analyzer) was turned off; but power cable plugged in. The technician felt a small shock, small pain, very quick zap sensation. The biggest affect was the adrenaline response. There is no mark or scar, and slight tingling sensation in left arm. The point of contact was left hand, but she's unsure where on her hand. The technician believes the shock came from the cable loom, which is visually traceable until a point where it is cable tied to a separate loom going to the other board, she touched cables at the point where the two looms meet slightly with finger tip just to get clearer visual of which goes where. No medical attention was sought. The technician recovered fully.

Manufacturer narrative:
(B)(4). The abbott ambassador received a slight shock on the left hand while troubleshooting motor stall errors of the architect arm (automatic reconstitution module), serial number (B)(4) (ln 08d95-90) being used with architect serial number (B)(4). The shock occurred when the ambassador was trying to identify the circuit board with a cable attached to the arm pump/motor. The ambassador reached in with the left hand and touched the cable slightly with a finger-tip in order to get a better view of the cable routing. The arm power switch was turned off, but the power cable was plugged in. No ppe (personal protective equipment) was worn due to working in a non-infectious area. The shock left no mark and no medical attention was sought. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Abbott field service (fs) investigated the arm motor stall issue on site and found a leak at the back of the pump. Fs ultimately resolved the issue by replacing the arm pump, pn 7-78190-01. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.